Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion and the patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.